Manufacturer narrative:
The patient had a primary on (B)(6) 2015. Then, the patient had a poly swap on (B)(6) 2015. On 11 july 2016 the medical affairs director performed a clinical evaluation and commented as follows: instability due to insufficient ligament tension is a known possible complication following tka. It can sometimes be resolved by using a taller insert without changing the bone-connected components. This problem is not to be ascribed to a faulty device. Batch review performed on 11 july 2016. (B)(4). On 12 july 2016 it was prepared a final report with the information submitted in this initial report. On the same date the report was sent to the initial reporter and the case was closed.

Event description:
The patient came in complaining of instability. The surgeon swapped the poly to a thicker poly. The surgery was completed successfully. X-rays and explants are not available.